Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
On examination, the keypad was intact without damage. On testing, none of the keypad buttons responded to presses except the contrast button. On testing, the pump powered on with functional auditory and vibratory alarms. The keypad cover was removed for investigation and revealed no damage, defects or contamination of the components under the keypad cover. The bolus button cover was removed for investigation and revealed the button was stuck in the ¿on ¿position.